Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their overall bite feels very off and their dentist has raised a few major concerns about this during their check up. Patient provided letter of recommendation. The dentist states the patient has a noticeable open where their occlusion was, heavier on the right side. Patient also had noticeable general recession and has generalized moderate periodontitis with localized severe periodontitis in 3rd molar areas.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.